Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after turning on a 980 ventilator an error message was generated and the settings were locked out. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se found the battery was not seated all the way and reseated it, performed calibrations and extended self-testing on the device and all tests passed.